Event description:
A 7 mm diameter x 30 mm length bridge assurant biliary stent system was inserted into a pt using a brachial artery approach for the treatment of an 80% stenosed iliac artery lesion. A femoral approach was not possible due to the occlusive condition of the pt's iliac artery. There was some calcification present in the target lesion. The lesion was not pre-dilated. The stent was unable to cross the lesion. Upon removal of the stent, the stent dislodged from the delivery balloon and the physician deployed the stent in the subclavian artery. The target lesion was treated with another bridge assurant stent. No clinical sequelae were reported and the pt is reported to be fine. The delivery system was discarded and will not be returned to medtronic.